Manufacturer narrative:
Through investigation, a standardization issue in the igf-1 assay was identified. In this specific situation, it has been observed that ig-f measurements for patients presenting igf-1 concentrations in the high measuring range (igf-1 > 800 ng/ml) might lead to increased igf-1 results: the plus bias starts at around igf-1 800 ng/ml and increases progressively up to circa 25% at igf-1 1600 ng/ml. According to good clinical practice, the medical decision attributable to potential igf-1 incorrect test results depends significantly on the constellation of diagnostic and clinical parameters such as the degree of analytical variation of affected results, specific affected range, detectability by technical indices, detectability due to clinical implausibility, additional diagnostic testing results and congruence of the overall clinical picture. Thus, both the igf-1 values (obtained increased igf-1 and true igf-1) are clearly above the upper end of the normal range for igf-1 expected values. Together, in the potential clinical scenarios, it is unlikely that clinical care could be significantly influenced by the observed issue.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys igf-1 result from the cobas e 801 analytical unit. The initial result was > 1600 ng/ml. The following are the results after dilution: a dilution of 1:10 with a result of 1157 ng/ml. A dilution of 1:5 with a result of 1198 ng/ml. A dilution of 1:2 with a result of 1143 ng/ml. A manual dilution of 1:10 with a result of 1153 ng/ml. A manual dilution of 1:5 with a result of 1170 ng/ml there was a precipitation result of 1243 ng/ml. They compared the results to a simens analyzer with a result of 640 ng/ml.